Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall two days ago. The patient fell on her hip on a concrete landing and developed a large "lump" on her tailbone, which she "believes is her lead." It was noted that before the fall, the patient had a small lump on her tailbone. Prior to the fall, the patient had soreness since she received the implant, but the soreness had been getting better and the implantable neurostimulator (ins) had been helping her symptoms. However, the soreness had gotten progressively worse over the last two weeks. The patient also noted that since the fall, her interstitial cystitis had been "flaring." Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient had trouble with the device after surgery. It was not known if a fall had anything to do with the trouble. Premature battery depletion was reported along with lead/extension dislodgment or migration. A surgical intervention was performed on (B)(6) 2012 to replace the ins and lead. The patient recovered without sequelae. It was noted "doing a lot better with new implant."

Manufacturer narrative:
Product ID 3093-33, lot # v877362, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Product ID 3093-33, lot# v877362, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).